Manufacturer narrative:
Device eval anticipated, but not yet complete. A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specs.

Event description:
In 2009, a gore-tex vascular graft was implanted for dialysis access. It was stated by the customer that a wound was noticed on the graft; a laceration was noted on the puncture orifice. The pt presented with hematoma and thrombosis of the graft. The graft was explanted eight months later. A new graft was implanted. Current clinical status of the pt is fine. Further investigation is pending.